Manufacturer narrative:
The following components were returned for an expanded evaluation: 6 function control box, 6 way hand pendant, foot motor, hi/lo motor and head motor. The complaint was confirmed for the failed control box. The reported issued of a fire could not be duplicated as the control box was not functionally tested due to the received condition. There was discoloration and deformation consistent with heat or smoke damage near the hi/lo and bed molex motor connectors. The control box housing is comprised of v0 rated material and will self-extinguish once the heat source is removed. The root cause can be attributed to a capacitor failure. The control box was dated for september 6, 2005. The product is approximately 12 years old which is well beyond its end of life. An event review request has been submitted to address this issue.

Manufacturer narrative:
The motors, junction box and pendant were returned. The bed frame was not returned. An evaluation of the components has not been completed at this time, therefore the cause of the fire could not be determined. The dealer stated the bed was set up in the facility and has been in operation until the alleged event. The bed is 11 years old. The dealer has not ordered a replacement. Should additional information become available, a supplemental record will be filed.

Event description:
The tbm called stated the bed had a fire. The tbm stated no property damage no injury. There was a patient in the bed when the event happened but was not hurt.